Event description:
It was reported that the patient was permanently implanted in (B)(6) 2009. Within weeks, they began having bowel problems, stopped having any feeling that they could go, and could no go without "tons of medication." The patient turned the device off on may 5th and still had the problems. The patient ended up in the ER and was hospitalized for 5 days. Treatment consisted of getting "things moving with medication." The patient continued not being able to go normally. An hcp diagnosed the condition as narcotized bowel, but going off narcotics did not resolve the issue. The patient wanted to have the device removed. Unable to follow-up with contact information provided, no additional information was obtained.